Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. {according to the information received, ¿[event description]¿}{ it is necessary to add event description for cement products requesting for retain sample testing, and also for expired, labeling, packaging as well.}(remove the highlighted part) a manufacturing record evaluation (nc search) was performed for the finished device product code: 545050501, lot 3986472 - and no non-conformances / manufacturing irregularities were identified as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot a manufacturing record evaluation (nc search) was performed for the finished device product code: 545050501, lot 3986472 - and no non-conformances / manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint #:(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: "dmf# - 13704 trade name ¿ gentamicin sulphate active ingredient(s) ¿ gentamicin sulphate dosage form - powder strength ¿ 1.0g active in our cements." If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was revised due to aseptic tibial loosening. There was a tibia loosening at bone/cement interface. Cement manufacturer is depuy product. Doi: (B)(6) 2023 dor: (B)(6) 2024 affected side: left knee